Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning problem. Imdrf impact code f2202 captures the reportable event of endoscopic procedure performed. Imdrf impact code f2301 captures the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transduodenal to the gallbladder to treat a cholecystitis secondary to bile duct cancer during an endoscopic ultrasound (eus) guided gallbladder drainage procedure performed on (B)(6) 2025. Following the procedure, it was observed that the stent, although fully deployed, had been inadvertently placed in a renal cyst rather than the intended gallbladder location. This misplacement occurred despite initial assessment indicating correct positioning, due to the renal cyst being located near the duodenum and mistakenly identified as the gallbladder under endoscopic ultrasound from the duodenal bulb. No problems were reported during deployment, and no abnormalities were observed with the device itself. The stent was not removed at the time of the incident, with removal planned in 2 to 3 weeks following an anticipated fistula formation. Subsequently, a percutaneous transhepatic gallbladder drainage (ptgbd) was performed, and the procedure was completed using an alternative device. The physician confirmed that the patient's cholecystitis symptoms improved following ptgbd. There were no patient complications reported as a result of this event; however, the patient is currently under observation.